Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the procedure, the pulse generator lead connection screw could not fix the lead. The pulse generator was not used and a new generator was implanted. The patient was stable and there were no adverse consequences to the patient.

Manufacturer narrative:
The reported field event was not confirmed in the laboratory. Analysis found an off-center hole punched through the rv-septum done by the user of the torque wrench. The wrench cannot engage the setscrew to tighten it this way. Analysis found additional incorrect wrench insertions were made by the user such that the wrench never correctly engaged the setscrew to tighten it onto the lead. Testing found the setscrew could be tighten normally onto a lead with the correct insertion of the torque wrench into the setscrew inset. The device was tested on the bench and no anomalies were found.